Event description:
It was reported that the caller experienced recurrent occlusion alarms resulting in inadequate insulin delivery despite micro bolusing pump discontinuation elevated blood glucose and a temporary transition to multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-82629 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.